Event description:
It was reported that the dome label sticker on the insulin pump was missing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing end cap sticker, scratched dispaly window, and lose/ flush drive support cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.